Event description:
It was reported that the lead experienced increasing threshold and high impedance resulting frm a possible fracture. The lead currently remains in use and is being monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the pacing capture threshold in the rv (right ventricle) was rising. The analyst noted the rv pace impedance steady at 525 ohms through (B)(6) 2014, then rises to greater than 1200 ohms starting the end of (B)(6) 2015. The rv threshold steady at approximately 1.125 volts through (B)(6) 2014, then rises to 2 volts starting the end of (B)(6) 2015.